Event description:
It was reported that this right ventricular (rv) lead was repositioned. This rv leads remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was repositioned. This rv leads remain in service. No additional adverse patient effects were reported. Additional information received indicates that the right ventricular (rv) lead was repositioned due to patient discomfort. Additionally, the patient experienced pain around device site.